Event description:
On february 26, 2023, ctl amedica was notified the matisse nitro acif cage (pn_s.213.4516, w14xl17, h6mm, 7° with lot# dfkaa) had cracked and chipped. The surgeon implanted the cage using a cage inserter initially, and then used tamp and mallet to advance and reposition the cage. A small piece of the implant from the top front edge fractured and chipped off during impaction with the tamp. The chip was removed and the cage was left in the patient because the overall cage was intact but with a missing chip. Before and after x-ray images were not shared to make an assertion of how the surgeon prepped the end plates, what size trial was used, and how easily the cage insertion was made. Neither the degree of tightness between disc height nor the ceramic cage, the tamp position, nor the amount of forced used during the cage impaction during insertion and reposition were not shared. There is no report of harm or injury to the patient.